Manufacturer narrative:
Findings: unit had cracked and bleeding lcd glass, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 106 mg/dl. The customer stated that there is cracked inside of screen. The customer stated that the device was dropped. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.